Event description:
It was reported that a patient presented in clinic. Upon review, the loop recorder had false pause episodes possibly due to electromagnetic interference; however, the source was undetermined.

Event description:
New information noted that the physician believed the device could potentially miss key diagnostics egms. The device was explanted and replaced on an unknown date. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported field event of undersensing was not confirmed in the laboratory. Analysis performed indicated that the device exhibited normal device characteristics. Sensitivity test was performed on the device with various settings and it could sense within the product specification.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the issue has persisted due to the likelihood of poor pocket contact. It was noted to have testing in-clinic to reproduce the loss of sensing. No further information was reported.